Event description:
It was reported that the day after a pump replacement on 2013 (B)(6), the patient began to run a low-grade fever, some flushing, altered mental status, and just ¿acting different¿almost like a withdrawal¿. The caller was to take the patient to the clinic to have the healthcare provider (hcp) interrogate the pump. It was noted that during the replacement, the hcp confirmed catheter backflow and aspiration. The device system delivered baclofen. It was later reported via the healthcare provider (hcp) that the patient experienced possible dehydration post-operation. Per the hcp, due to slight post-operation dehydration, the patient most likely experienced decreased drug effect due to decrease in spinal fluid. The patient also experienced autonomic dysreflexia. An intervention was performed on 2013 (B)(6); however, details were not provided. The patient recovered without sequelae. The device system delivered lioresal.

Manufacturer narrative:
Product ID 8703w lot# l78430, implanted: 2000 (B)(6), product type catheter (B)(4).